Manufacturer narrative:
Follow up #1 submitted: 06/25/2013 device evaluation: on examination, the keypad was intact without damage. On testing, all of the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed no evidence of contamination. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. Investigation did not confirm or duplicate the original complaint.

Manufacturer narrative:
(B)(6) . There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and occasionally, the ok button sticking. The reporter also stated that the bolus button was "falling off". A damaged bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged bolus button should be clearly visible and prohibit the use of the button. Users may expect button damage during normal wear and the owners booklet instructs the user to contact customer service if the user suspects the pump may be damaged. This complaint is being reported because the reported issue of the keypad buttons sticking was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.